Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 11 and 12 were not recognized. A field service engineer (fse) identified that drawer 11 had failed to open. The fse replaced the pyxibus module controller (pmc) board only, since there were still led functionality with the drawer controller boards. Then the cabinet was reconfigured for zones 11 and 12 using the new device identification (ID). Both drawers were tested and opened successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that while attempted to retrieve medication for a patient from drawer 11.02, the drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.